Manufacturer narrative:
The reported event of lead would not go through the introducer could not be confirmed. A complete lead was returned in one piece for analysis. The lead was inserted all the way through the sample introducers and removed without any restrictions. Analysis was normal, no anomalies were found.

Event description:
It was reported that during the implant procedure, the right atrial lead could not be advanced through the sheath; different size sheaths were used, and the lead still could not be advanced. The lead was not used, and a new lead was implanted successfully. The patient was stable prior, during and post procedure.